Event description:
In 2002, customer tested their blood glucose at 8:00am and got a result of 207 mg/dl. Patient then ate 1 croissant and 1 apple. Pt also took 16 units of insulataar (based on sliding scale). At 11:00am, the customer felt sick and passed out. Pt's friend called an "emergency doctor". The doctor injected pt with glucose (unknown amount). The customer did not know if the doctor tested pt before treating them with glucose. 2 hours later at 1:00pm, pt felt better. Pt did not go to the hospital, and pt continued to take their set amount of 10 units of insulin that evening. After this incident, pt went to their doctor (date/time unknown). Their doctor advised pt to do a meter to lab comparison: lab - 120 mg/dl and meter - 190 mg/dl with a difference of 58%.